Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was damaged and the pump had cracks in the front and rear housing. The pump event log had no related findings. Functional testing included use testing. A cassette was attached to the pump and the pump was powered up and ran with no issues. The "no disposable" alarm could not be duplicated. The upstream occlusion sensor was recalibrated as a preventative measure. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "no disposable" alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received that this event occurred during bench testing, and there was no patient involvement.